Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedance, which appeared to correlate with a decrease in the percentage of effective pacing. This lead was programmed in the bipolar configuration at the time of the observation. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.